Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a few days post-implant, the patient presented with chest wall stimulation due to dislodgement of the right ventricular (rv) lead. Perforation by the rv lead was confirmed through fluoroscopy and x-ray. As a result, a revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.